Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The iinvestigiaton is ongoing.

Event description:
There was an allegation of elecsys troponin t hs stat results from the cobas 6000 e601 module. The initial result was 20.57 pg/ml the repeat result 20 minutes later using the same sample was 32.59 pg/ml. The second repeat result was 17.28 pg/ml. The same sample was then tested on a cobas e411 analyzer and the result was 4.33 pg/ml. One hour later, a new sample was collected from the patient and the result from the cobas e601 was 9.42 pg/ml. This sample was then repeated on the cobas e411 with a new reagent pack and the result was 4.15 pg/ml. A third result from the same sample from the cobas e411 was less than the measuring range of the assay. The questionable results were not reported outside of the laboratory. The result for the patient was reported as negative due to other cardiac markers results and an echocardiogram.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. A general reagent problem was not present, because the qc prior to the event was within ranges.